Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a blood glucose of 2.7 mmol/l with confusion and disorientation. The reporter indicated having depression and ¿may have done this intentionally¿. The reporter also indicated that the low blood glucose may have been related to counting carbohydrate incorrectly. Troubleshooting of the event indicated that there was no product issue related to the complaint. This report is made based on the allegation that the patient required hospitalization for hypoglycemia while using insulin pump therapy.